Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not respond when they attempted to resume basal. The customer¿s blood glucose level was 4.5 mmol/l at the time of the incident. Customer stated that they resumed basal but the insulin pump screen went back to suspend. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08750 inches. Activated the suspend delivery option. The insulin pump displayed "delivery suspend successful" and the "resume" option is showing. Selected the resume basal delivery "yes" option and "delivery resumed successful" displayed properly. When the resume basal delivery "no" option is selected the menu does return to the suspend/resume display screen properly. No suspend delivery or resume delivery errors or anomaly noted during testing. (B)(4).